Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen at a concentration of "2000" and a dose of "408mcg". It was reported that the patient had a possible infection where the pump eroded through the skin. The patient showed up to the hospital with a small opening in the skin, close to her pump. The physician called the rep and asked them to come and be prepared to relocate/replace the pump after noticing that it had eroded through the skin after the patient presented at the emergency room (ER). It was decided that the pump should be explanted. On (B)(6) 2025, a new pump and partial catheter were placed on the opposite side of her abdomen. It was determined that the patient's new chair had rubbed on this area and weakened the skin, causing the erosion. Cultures were gathered at surgery and results were pending. At the time of this report, the issue was resolve and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown. The patient's medical history included cerebral palsy and epilepsy.